Event description:
During the transfemoral tavr procedure, a perforation was observed, requiring sutures and a bovine patch. A 29mm sapien xt valve was positioned 50:50 aortic/ventricular (a/v) and deployed in a final 70:30 a/v position. Post valve deployment, the patient¿s blood pressure did not recover. An aortic root angiogram was performed, and no extravasation was visualized on angio or transesophageal echocardiogram (tee). Epinephrine was administered to increase the patient¿s pressure and to maintain hemodynamic support. No hemodynamic improvement was noted after the medications were administered. The angle of the c-arm was repositioned and another aortic root angiogram was performed. A small leak was visualized at the posterior segment of the aortic root. A sternotomy was performed and a perforation was identified near the ostia of the right coronary artery. The perforation was repaired with sutures and a bovine pericardial patch. The patient was extubated postoperative day (pod) 2. At the time of this report the patient was in stable condition and doing well. The perceived cause of the aortic perforation could not be determined. The patient¿s annulus measured 26mm to 27mm by tee and 24.6mm x 29mm by CT (valve area of 546.6mm2). Mild annular calcification, moderate native leaflet calcification and mild aortic root calcification were noted.

Manufacturer narrative:
CT and cine images were submitted and reviewed by an edwards proctor. CT revealed annular area measurement of 530mm2. No calcium was noted in the annulus or lvot, moderate calcium was noted in the ncc and rcc. The stj measured 29mm x 27mm. Cine images demonstrated the valve was positioned 80:20 aortic/ventricular (a/v) and deployed 80:20 a/v without movement. The valve was touching the stj. The annulus was noted to be borderline between a 26mm and 29mm valve. When the 29mm valve was implanted, it was 30% oversized and positioned approximately 80% above the annulus. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the aortic perforation is unknown. Procedural factors (valve oversizing, placement too aortic) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.